Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video showed a clinician attempting to insert a spring wire guide (swg) through an arrow-raulerson syringe (ars). The clinician did not have the tip of the arrow advancer in the hole of the ars. This caused the swg to bend while trying to insert. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "place tip of arrow advancer - with "j" retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage.". The complaint was confirmed by visual inspection of the customer supplied video. Based on the customer description and video returned , it was determined that user error likely caused or contributed to this issue. A customer in-service has been initiated to instruct the customer on proper use of this device per the IFU. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the ICU physician performed puncture on the patient and resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars). The spring wire guide was found kinked. A new kit was used without further issue. The patient's condition is reported as fine.

Event description:
It was reported the ICU physician performed puncture on the patient and resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars). The spring wire guide was found kinked. A new kit was used without further issue. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).